Manufacturer narrative:
Unknown taper the product associated with this report will not be returned. Device serial and catalog number are unknown, thus taper type could not be determined. Further follow-up with the patient's physician regarding serial number has been requested. No information has been received to date. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.

Event description:
Reported via maude event report (mw 5042892) as: "I had a lap-band placed (B)(6) 2011 on (B)(6) 2014 it slipped, strangling my stomach with emergency surgery needed to take the band out. Please look into these bands, I could've died or lost my stomach." Follow-up with the patient confirmed the maude report.